Event description:
It was reported that the implantable pulse generator (ipg) was found to be at elective replacement indicator (eri) in the box, prior to implantation. No programming changes or battery measurements could be performed. The device was not implanted. There was no patient involvement.